Manufacturer narrative:
(B)(4).

Event description:
The clinician reported that over 4 months after the dental implant was placed in ada site #5, primary stability and osseointegration were still not obtained. Patient presented with peri-implantitis, pain and mobility. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that over 4 months after the dental implant was placed in ada site #5, primary stability and osseointegration were still not obtained. Patient presented with peri-implantitis, pain and mobility. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications.